Manufacturer narrative:
H3: product analysis of (B)(6) lotno:b470204 ¿ visual inspection/damage location details: the distal, middle, and proximal of the braid were found fully opened and no damage. The catheter tip and marker band were examined; no damages were found. The catheter body appeared to be flattened at 2.4cm to 12.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, it got stuck at 12.0cm from the distal tip. ¿ conclusion: based on the returned device, the customer report of "braid pre-mature detachment" was confirmed as the pipeline flex braid was detached from the pushwire. No damage was found with the braid. The cause of "braid pre-mature detachment" could not be determined. The customer report "resistance during delivery" was also confirmed as the catheter was flattened. The cause of the resistance could not be determined. Possible causes of resistance include the use of damaged catheter, vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer reported that vessel tortuosity was moderate and continuous flush was used., ruling out vessel tortuosity and lack of continuous flush as potential causes. Since the pushwire and catheter was not returned; any contribution of the pushwire and catheter to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines encountered resistance in the catheter and the phenom catheter was found kinked. Both pipelines "fell off" in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the m2 middle cerebral artery (mca) with a max diameter of 5 mm and a 4 mm neck diameter. Landing zone: distal: 4 mm and proximal 4.25 mm. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 7 mm. Dual antiplatelet treatment was administered. The angiographic result post procedure showed use of third stent, aneurysm contrast medium retention. It was reported that the first stent had very large resistance during delivering inside the catheter. After taking out the stent and catheter, it was found that the stent fell off in the catheter and the catheter had creases; the second stent complained had very large resistance during delivering in the new catheter. After taking out this stent and catheter, it was found that the stent fell off again but the catheter was normal; the third stent was used to implant normally. It was reported the pipeline became stuck (locked up) in the distal section. The catheter was flushed continuously with heparinized saline. The catheter was damaged (kink) in the distal section. It was reported there was catheter resistance in the distal section. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an echelon 10 microcatheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227084167); implant date n/a; explant date n/a product ID ped-400-20 (b578174). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the catheter kink was not determined. The pipeline did prematurely detach. The cause of the premature detachment was not determined. The catheter was observed to be damaged and kinked.